Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no patient symptosm were experienced related to the event. No actions were taken to resolve it. The specific reason for the established for the adverse event. It was assumed slightly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported subject completed 90 day follow up visit and exited the study. Mrs at study exit was 4. Nihss at 24 hours was 19. The procedure was completed in one pass with tici 3 reperfusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a react-71 catheter, phenom 21 catheter, and solitaire sfr4 stent had complications. 24-hours post procedure, the subject had a new ph2 hematoma in the left posterior cerebral artery (pca) territory along with new bilateral pca infarctions. The patient orginally underwent mechanical thrombectomy for treatment of ischemic stroke in the left middle cerebral artery (mca), m1. Nihss score: baseline 19, nihss score: post procedure 19, tici score: baseline indeterminate, tici score: post procedure 3. The access vessel was the femoral artery.